Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle units for the o2 and air gas modules. The replaced parts were returned for further investigation. Visual inspection of the returned nozzles showed that the feather spring was broken. The nozzle model is an old one (green dot). No further investigation is needed. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was of older design. That indicates that the preventive maintenance have not been done according to the manuals service procedures. The cause of the breakage of the nozzle unit¿s feather spring has not been determined. However a general investigation of broken nozzle unit¿s feather springs has concluded that the feather spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual.

Event description:
Manufacturer's ref#: (B)(4).